Event description:
Airway pressure reading -20 cm h2o. Was able to verify. Checked for shorts on pc765 board, and main boards. Replaced inspiratory pressure transducer, calibrated unit function checked. No pt injury. Test run for 48 hours before being put into service.